Manufacturer narrative:
The hill-rom technician found the siderail not latching due to 2 broken siderail arms most likely caused by excessive force. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both siderail arms to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left foot siderail is not staying up(siderail not latching). The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).